Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2267 (air in set) during dwell on the homechoice (hc). The home patient (hp) stated the carpet was wet but the leak was not located near the bags and that the leak must have been coming from the tubing. The hp cycled the power and the hc alarmed system error 2367. The hp opted to turn the hc off, disconnect, and go to bed. The hp did not want to deal with the disposables or arrange a sample retrieval. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for system error 2267 is not confirmed because the cause code is undetermined. The cause could not be identified because there is not enough information in the event description to determine an assignable cause code.